Manufacturer narrative:
The investigation for the reported heart valve damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the heart valve damage could not be determined. The instructions for use for the impella 5.5with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-h6 impact code 4628, component code 925 corrections to the initial MFR report: added-d6a/d6b f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 45-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed mitral regurgitation during impella 5.5 support. The device was repositioned multiple times, but the condition persisted. As a result, the pump was removed and replaced with a new device.